Manufacturer narrative:
(B) (4). The rod will not be returned to the manufacturer for eval. Pictures taken at the revision surgery confirmed the rod was broken. A review of the device history records did not identify any applicable nonconformance to specification. With the available info a cause or contributing factor cannot be determined.

Event description:
It was reported that the pt underwent spinal surgery with instrumentation from t11 to s1. An interbody device was implanted at l4/l5. Initially it was reported that the pt continued to have pain six weeks post op; it was later reported that the pt was asymptomatic to the rod breakage. X-rays showed the rod snapped; the manufacturer rep thought the rod broke at l2. It is unk if the pt was compliant with post-op orders. The pt underwent revision surgery. The rod was explanted. No further info was provided.